Event description:
It was reported that a user experienced intermittent dexcom g7 sensor reconnection and contacted support for guidance; the agent advised that reconnection can take up to 15 minutes and provided education on expected behavior. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education regarding signal loss and reconnection behavior. Investigation of this case revealed no clinical effects and no device-related adverse impact associated with the temporary signal loss. It was concluded, based on previously established findings for similar reports, that the cause was consistent with expected reconnection behavior without clinical impact.